Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 kit was being taken out of the box and the plastic wrap had a hole in it. A replacement device was used for to complete the procedure.

Manufacturer narrative:
"No consequences or impact to patient" to "no patient involvement". (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 kit was being taken out of the box and the plastic wrap had a hole in it. A replacement device was used for to complete the procedure.